Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to severe calcification. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to severe calcification. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 4.00mm x 8mm from catheter was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 3mm longitudinal tear in the mid-section. Microscopic examination showed signs of stretching in the inner lumen under the balloon material. Bumper tip showed no signs of distal tip damage.